Event description:
Procedure: appendectomy. Reportedly, the instrument would not close around tissue. The surgeon tried two different reloads and two different hand pieces. Jaws seemed to be spinning. Procedure was converted to open. No further patient injury reported.